Event description:
During an implant procedure, the surgeon noted that the lead looked different than usual. The company representative saw a possible "crimped area" but thought that the lighting in the room may have been affecting it. The surgeon suspected an insulation problem. The lead was not implanted due to these concerns. The lead has not been returned to the manufacturer to date. Photos of the lead were provided, no obvious visual anomalies can be seen. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.

Event description:
Product analysis (pa) was completed. The lead was returned intact and no abraded openings were observed during visual analysis. The positive white and negative green electrode ribbons appeared to be stretched and the helices misshaped, which indicates that the lead was attempted to be used. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. Setscrew marks on the connector pin provide evidence that a good connection was present. Continuity checks were performed and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. There are no device-related anomalies with the returned lead.

Event description:
The lead was returned and received for product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.